Event description:
It was reported that the patient was having suction events. The log file review showed multiple pulsatility index (pi) events happening throughout the day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported suction events could not be conclusively established through this evaluation. The submitted log files were unremarkable, and primarily captured pulsatility index (pi) events. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas. This section also includes explanations of pump parameters. Regarding speed, the IFU states that during a suction event, the device's speed will decrease to the low speed limit and slowly ramps back up to the set speed unless another pi event is detected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an echocardiogram was performed, and a cause for the suction events was identified; however, further details were not provided by the account. It was reported that the events ultimately resolved.